Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose (bg) ranged from 218 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A manual insulin injection was used to address bg and continued to use the pump for insulin therapy.